Event description:
The malibu bath is a height adjustable bath with an integrated lift. The lift chair can be detached from the lift arm and attached to a wheeled chassis for easier transportation to and from the bedroom. It was reported that when the chassis had been attached to the chair the lift was lowered. The carer was unable to detach the chair from the lift arm as the arm had not lowered enough to detach the chair. The carer struggled to lift the chair out of the lift arm pick up hook. The chair and chassis toppled sideways and the resident hit the flooring receiving a fracture of left femur. Please refer MFR report # 1419652-2013-00294.